Manufacturer narrative:
The device was returned to zoll for evaluation. The unit passed all testing including bench handling, and defibrillation testing. The activity logs shows that the user charged and discharged the energy via a button press. This investigation is being closed as unsubstantiated. The device was recertified and returned to the customer. No trend identified with similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device discharged on it's own. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.